Manufacturer narrative:
(B)(4). A visual evaluation of the returned device found that the stent is bent in the middle of the device, also there is several damages along the stent. A functional inspection was not performed due to the returned condition of the device. Based on event information, the issue was identified during procedure and inside the patient. Most likely some procedural / anatomical factors were encountered during the procedure which may have limited overall performance of the device. Device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause stent to kink/damage during advancement to the target side. The most probable root cause for the complaint event is operational context since it is most likely that due to anatomical/procedural factors encountered during the procedure, performance was limited. The most probable root cause is operational context. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A lot history search was performed and found one other complaint by the same customer due to the same reason, it was classified as operational context.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-03037 for the other associated device information. It was reported to boston scientific corporation that an advanix¿ biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in common bile duct on (B)(6) 2016. According to the complainant, during stent placement, the doctor found that the advanix¿ biliary stent would not deploy from the pusher when the nurse fully pulled back the stylet. The procedure was completed with another advanix¿ biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". This event has been deemed a reportable event based on the investigation results; stent kinked.